Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0cm thoracic aortic aneurysm with a 1.5cm proximal aortic neck and a 3.0cm diameter aorta at the renal artery. There was mild vessel calcification. It was reported that during a patient follow up, a type iiib endoleak was observed on the angiogram and the fabric tear was noted to be just above the flow divider of the main body. The patient received treatment with an aui device implanted to reline the stent graft as the physician believed this to be the only way to resolve the endoleak and there was no endoleak present upon completion. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0cm abdominal aortic aneurysm. If information is provided in the future, a supplemental report will be issued.